Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the left common femoral artery was attempted via a 8f sheath with a proglide device using the pre-close technique prior to a endovascular aneurysm repair (evar) interventional procedure. The device was successfully pre-flushed during prep. Reportedly, the device was inserted; however, there was no bleed back. The sheath was upsized to greater than 8.5f and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. After the procedure the marker lumen of the reported device was re-flushed and blood clots came out of the marker port. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.